Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Insulin pump received with cracked reservoir tube lip and stained address, serial number label.

Event description:
Information received by medtronic indicated that the screen and buttons was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.